Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer provided a vague report of a communication error alarm during an infusion which resulted in a transient drop in blood pressure for the patient during the change from the old to the new module. Although requested, no other event details were provided about this event, and devices are not available for investigation.